Event description:
It was reported that the helix of the right ventricular (rv) lead was difficult to retract and extend during the implant procedure. Additionally, loss of capture was observed after fixation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood and tissue. The reported events of helix mechanism issues were confirmed. A visual and x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within required specification. The cause of the reported event of helix mechanism issues were isolated to the helix being clogged with blood and tissue. The reported event of failure to capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.